Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
Pt suffered a severe eye infection and was treated at the ER, lenses were purchased from americas best. Several attempts to follow up with the pt have been made for more info with no reply. This is being filed as an unconfirmed eye infection.